Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the superficial femoral artery. A 5.0mmx100mmx80cm sterling¿ balloon catheter was advanced for dilation; however during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completed removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.